Event description:
It was reported that a non treated episode was recorded due to noise/oversensing via remote monitoring involving this device. Additional troubleshooting took place. It was noted that noise was seen when the patient pushed their arms strongly against somebody and pressed their hands together. The patient was asked to lie down which showed noise. The device was finally reprogrammed to the primary sensing vector with smartpass filter on. No noise was observed with manipulation in the primary sensing vector. A request for review was sent to technical services (ts). A review of the device data by ts noted the recorded episodes were caused by oversensing of non physiologic high amplitude artifacts and baseline shifting. Ts discussed performing a high resolution x-ray and doing a deep evaluation of the system. Additional information noted that the patient was seen following noise episodes recorded in april 2021 and artifacts as well as baseline shifting was observed. After performing a few x-rays the physician suspected a poor connection with the electrode and device. Since the patient was in primary prevention the device was deactivated to prevent inappropriate shocks. A follow up took place prior to the explant of the system and noise was not reproduced. Small amplitude signals were seen in all sensing vectors. The system will be returned as the electrode was not disconnected from the device during explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that a non treated episode was recorded due to noise/oversensing via remote monitoring involving this device. Additional troubleshooting took place. It was noted that noise was seen when the patient pushed their arms strongly against somebody and pressed their hands together. The patient was asked to lie down which showed noise. The device was finally reprogrammed to the primary sensing vector with smartpass filter on. No noise was observed with manipulation in the primary sensing vector. A request for review was sent to technical services (ts). A review of the device data by ts noted the recorded episodes were caused by oversensing of non physiologic high amplitude artifacts and baseline shifting. Ts discussed performing a high resolution x-ray and doing a deep evaluation of the system. Additional information noted that the patient was seen following noise episodes recorded in april 2021 and artifacts as well as baseline shifting was observed. After performing a few x-rays the physician suspected a poor connection with the electrode and device. Since the patient was in primary prevention the device was deactivated to prevent inappropriate shocks. A follow up took place prior to the explant of the system and noise was not reproduced. Small amplitude signals were seen in all sensing vectors. The device was returned. It was noted that the electrode was not disconnected from the device during explant. No additional adverse patient effects were reported.